Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with your endopath endoscopic linear cutter while performing a lap splenectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971238. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, and cartridge condition; unfired. Cartridge return batch #; h0061j. Instrument #; 115. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke; good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had the alignment fingers broken off. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopic splenectomy procedure. It was reported by the affiliate that during the procedure the back handle firing mechanism broke. A new device was opened to complete the case without further incidence. The blue cartridge that was used is being sent back with the device. There was no consequence to the pt.